Event description:
It was reported that the pump touch screen was cracked. Reportedly, the left side of the screen became black causing pump to be unreadable. Customer's blood glucose was 206 mg/dl. Reportedly, customer continued to manual injections for insulin therapy.